Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from date manufacturer was made aware.